Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). After a non bsc guide catheter was placed, a non bsc guide extension catheter was used for added support. A 2.5x38mm synergy drug-eluting stent (des) was then deployed in the distal rca. A 3.00x38mm synergy ii des was then advanced to be deployed in the mid rca, overlapping with the proximal edge of the previously placed stent. However, the device failed to be advanced far enough. The stent was removed for more aggressive pre-dilation. When the 3.00 x 38 synergy ii des was about to be re-advanced, it was noticed that the stent was missing. Another 3.00 x 38 synergy ii des was then advanced but resistance was felt within the non-bsc guide extension catheter. It was then noted that the first 3.00 x 38 synergy ii des had come off inside the non-bsc guide extension catheter. The physician then removed the dislodged stent out of the guide extension catheter as it was somewhat stuck to the delivery system of the second 3.00 x 38 synergy ii des. The second 3.00 x 38 synergy ii des was then re-advanced and deployed in the mid rca and the procedure was completed. No patient complications were reported and the patient's status was good.